Event description:
It was reported that during an unknown procedure, the device only fired one side of the staples. The blade did not fully cut. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.